Manufacturer narrative:
Patient information was unavailable from the site due to (B)(6) law. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the system was showing "localizer not connected" intermittently during the case. The site rebooted the system, reseated the emitter/breakout box and the issue was resolved. After the reboot, the surgeon went back into the register screen and their stored touch points were missing. The surgeon needed to go non-sterile to ass them back into the software and then after re-registering, they were able to continue the case. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs and archive were reviewed and the behavior described is the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.